Manufacturer narrative:
Date of event: (B)(6) 2020.date of report: 13jul2020.

Event description:
The customer reported that the unit is showing the error message ¿high priority check vent: alarm led failed¿. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 10sep2020. B4: 14sep2020. This issue was inadvertently submitted. The case has been addressed on MFR report#: 2031642-2020-02328. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18jun2020. B4: 18jul2020. Per field service engineer (fse) the alarm led failed while the biomed was carrying out the planned maintenance. The field service engineer (fse) replaced the pm board as per philips service manual instructions. Carried out electrical safety testing and functional testing. Device is functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.